Event description:
In 2009, the pt reported that she changed her infusion tubing last night and at 11:40am, her blood glucose was elevated to 11.5 mmol/l (207 mg/dl). She bolused 0.4 units of insulin to lower her blood glucose. At 2:00pm, her blood glucose measured 12 mmol/l (216 mg/dl) and she changed her infusion site and bolused 4.5 units of insulin. At 3:00pm, her blood glucose measured 9 mmol/l (162 mg/dl) and she ate 30 grams of carbohydrates. At 5:00pm, her blood glucose measured 8.4 mmol/l (151 mg/dl) and at 6:20pm, her blood glucose measured 11.6 mmol/l (209 mg/dl). Her target blood glucose level is 5-7 mmol/l (90-126 mg/dl). Symptoms of elevated blood glucose are "flushed face, not hungry, cranky." She stated that she changes her infusion set every 1.5-2 days because her blood glucose begins to elevate and she believes "some (insulin) is going in but not everything." She stated this began in 2008. She stated that she saw air in the infusion tubing near the insulin cartridge and she primed it out. She switched to her backup infusion device to troubleshoot using her current accessories. Upon follow up in 2009, the pt stated that she was still wearing the backup infusion device and her blood glucose was "perfectly normal." She stated that she changed her insulin cartridge and infusion set two days prior and then saw air in the infusion tubing. She was able to prime the air from the system. She later disconnected from the infusion device to shower and left it in the run mode. When she reconnected there was air in the infusion tubing. She changed the adapter which had been in use for 9 weeks. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The adapter was requested to be returned for evaluation.